Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: resistance felt when attempting to expel air bubble from pre filled syringe via 25g 1 inch needle. Noted some resistance during vaccine administration of the same syringe. Through out the evening in clinic (several times), similar experience when attempting to expel air bubble via needle. This was occurring at random episodes. Reporter will switch out the needle to a different type when these incidents occurred.(bd safety glide 25g 1 inch needle to bd eclipse 25g x.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 22-mar-2023. H6: investigation summary: four samples were provided to our quality team for investigation. Upon visual evaluation, no defects or imperfections were observed. Further analysis was performed, each sample was connected to a syringe with saline solution. Two samples expelled the solution with a normal flow. Two samples did not expel the solution; these needles are clogged. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: resistance felt when attempting to expel air bubble from pre filled syringe via 25g 1 inch needle. Noted some resistance during vaccine administration of the same syringe. Through out the evening in clinic (several times), similar experience when attempting to expel air bubble via needle. This was occurring at random episodes. Reporter will switch out the needle to a different type when these incidents occurred.(bd safety glide 25g 1 inch needle to bd eclipse 25g x.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.